Event description:
It was reported that multiple malfunction alarms occurred. Customer's blood glucose level was 132-141 mg/dl. Reportedly, the customer had an alternate pump available for insulin therapy.